Event description:
It was reported that the tip of a mojave driver stripped intra-operatively. There were no adverse consequences to the patient or reported surgical delays.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. Possible causes include excessive force applied, misalignment with the implant, the driver not being fully inserted into the implant, and/or normal wear and tear.

Event description:
It was reported that the tip of a mojave driver stripped intra-operatively. There were no adverse consequences to the patient or reported surgical delays.